Event description:
It was reported that the lead was explanted due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found; full lead in segments returned: implanted in 2005; brand, selectsecure.